Event description:
Patient allegedly received an implant in (B)(6) 2013 due to post deep vein thrombosis (dvt) and history of pulmonary embolism (pe). The patient alleges tilt and vena cava perforation. The patient further alleges chest pain, shortness of breath, post implant pe and physical limitations varying from day to day. (B)(6) 2014, per a report from computed tomography; ¿superior aspect of ivc filter present on scout.¿ "impression: suboptimal timing of contrast bolus comparison to most recent exam, wherein degree of pulmonary emboli may be underestimated. Recurrent or residual pulmonary emboli in the lobar and segmental arteries of the right lower lung. Residual or recurrent left lower lobe emboli are also thought present, though less well seen as result of contrast bolus timing". (B)(6) 2018, per a report from computed tomography; "impression: 1. Subacute-chronic nonocclusive segmental level emboli in the bilateral lower lobes. Emboli burden appears slightly decreased in the left lower lobe". ¿ivc filter is present and infrarenal with few lead slightly extending down the lumen wall, commonly seen. Ivc is patent without convincing thrombus within the filter, noting degraded evaluation due to beam hardening from the filter. No convincing filter fracture identified. The right common/external iliac veins are largely collapse.¿ (B)(6) 2018, per a report from computed tomography 2; ¿ivc filter with: 3mm mesenteric perforation. Tilting with the apex against the wall. No fracture, migration, or stenosis.¿

Manufacturer narrative:
Investigation: the following allegations have been investigated: pulmonary embolism, tilt, chest pain, shortness of breath, and physical limitations. Investigation is reopened due to additional information provided. The reported allegations have been further investigated based on the information provided to date. New pe as a reported complication, is a known risk in relation to filter implant and is well documented in the clinical literature and in clinical practice guidelines. This is supported by the clinical evidence report established to assess available clinical data to identify and evaluate the clinical safety and performance of the cook vena cava filters. Potential adverse events that may occur include, but are not limited to, the following: pulmonary embolism. Filter tilt has been reported. Potential causes may include filter placement in ivcs with diameters larger than those specified in these instructions for use; improper deployment; manipulations near an implanted filter (e.g., a surgical or endovascular procedure in the vicinity of a filter); and (or) a failed retrieval attempt. Excessive filter tilt may contribute to difficult or failed retrieval; vena cava wall penetration/perforation; and (or) result in loss of filter efficiency. Potential adverse events that may occur include, but are not limited to, the following: unacceptable filter tilt. Unknown if the reported chest pain, shortness of breath, and physical limitations is directly related to the filter and unable to identify a corresponding failure mode at this point in time. Catalog number and lot number are unknown, however, the alleged tulip is manufactured and inspected according to specifications. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. This report includes information known at this time. A follow-up medwatch report will be submitted if additional relevant information becomes available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, or that any cook device caused or contributed to or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
The following information is alleged: the patient received a gunther tulip inferior vena cava (ivc) filter in (B)(6) 2013. Approximately five years and two months later, the patient underwent a computed tomography scan which revealed that the ivc filter had moved and several struts perforated the ivc wall. Hospital and medical records have been requested, but not yet provided.

Manufacturer narrative:
Initial reporter occupation: non-healthcare professional. Investigation: the following allegations have been investigated: organ (psoas muscle, vertebra)/ivc/iliac artery perforation. The reported allegations have been investigated based on the information provided to date. Filter interacts with ivc wall, e.g. Penetration/perforation/embedment. This may be either symptomatic or asymptomatic. Potential causes may include improper deployment; and (or) excessive force or manipulations near an in-situ filter (e.g., a surgical or endovascular procedure in the vicinity of a filter). Potential adverse events that may occur include, but are not limited to, the following: trauma to adjacent structures, vascular trauma, vena cava perforation, vena cava penetration. Catalog number and lot number are unknown; however, the alleged tulip is manufactured and inspected according to controls. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. This report includes information known at this time. A follow-up medwatch report will be submitted if additional relevant information becomes available.